Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 34 mg/dl at the time of incident. The customer¿s current blood glucose value was 185 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with food. Based on customer¿s report customer does not allege over delivery because of low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer did recall insulin dripping or squirting from end of set before connecting at their site. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08705 inches.